Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-lead/product failure correlation. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is 67 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: lead extraction experience with high frequency excimer laser. Pace pacing and clinical electrophysiology. 2014;37(9):1120-1128. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable leads. The leads were extracted due to infection or ¿malfunction.¿ multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. A patient death was referenced in the article, with no specific lead or manufacturer serial number correlation. Other complications were listed as: cardiac avulsions, vascular avulsions, hematomas, pulmonary embolisms, pericardial effusions, pneumothorax, and arm swelling or thrombosis of ¿implant veins.¿ all leads were extracted. The cause of death has been requested and follow up did not yet yield any additional information.